Event description:
Boston scientific received information that at a device check for this pacemaker 6 months ago, a longevity estimate stated one year of battery life remained on the device. At a recent device check, it was noted the device had reached end of life (eol). The physician inquired why the device had reached end of life (eol) so quickly after the recent one year estimate. It was noted that at the device check 6 months ago, the device outputs may have been increased, which may have resulted in the reduced longevity. The device was explanted and replaced and will be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was eol. The device functioned normally throughout testing. Analysis concluded that the device operated within electrical specifications during pacing and sensitivity testing. It was determined that this device experienced normal battery depletion, but declared eol earlier than previously estimated.